Event description:
On (B)(6) 2011, patient reported the up and down buttons on the infusion device are defective. This was first noticed 1 year ago when patient tried to bolus and was an intermittent issue. Now, neither buttons function and this was confirmed during troubleshooting. Patient has used this infusion device for 4-5 years and boluses 8-10 times per day. Both buttons pop up after they are pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.